Manufacturer narrative:
H6: a ventec life systems dba react health team member visited the customer facility to examine the device and its settings. Ventec determined that the cause of the reported issue was that the patient circuit disconnect alarm had not been appropriately set for the patient. Once the alarm parameters were adjusted correctly, a planned disconnect test was performed. The device alarmed immediately, thus confirming proper device operation. Ventec then provided staff at the facility with additional education/training. The device was not returned to ventec for an evaluation. The investigation determined that the cause of the reported issue was user error and not the result of a device malfunction.

Event description:
The following event was reported to ventec via email: "I have just witnessed a situation where a toddler removed the ventilator from her trach. The tubing was on the floor, not touching anything. An alert come up on the ventilator screen, but the alarm did not go off. When the respiratory therapist finished bagging the patient, she picked up the ventilator circuit. At that point, the alarm went off". There was patient involvement associated with the reported event. No further details about the patient or the event were provided. Ventec has requested additional information, but no response was provided.